Manufacturer narrative:
The customer's calibration and qc results were ok. The field service representative found the reagent probe was out of alignment and the sonic wash was not clean and white crust was on the cover. He verified all of the wash stations and probe adjustments, reviewed maintenance handling with the customer (reagent probe replacement and cleaning the sonic wash station), and verified the instrument by performing a hardware check and precision testing. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable magnesium results for an unspecified number of patient samples on a cobas pro c 503 module. An example of discrepant results was provided for 1 patient sample. The initial result was 3.5 mg/dl. The sample was automatically repeated and the result was 5.8 mg/dl. The sample was tested on another analyzer and the results were 3.56 mg/dl and 3.49 mg/dl. It is unknown which result is correct. The results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 73167701 with an expiration date of 31-mar-2025. The investigation is ongoing.